Manufacturer narrative:
This report is being filed to correct the date of the event.

Event description:
It was reported that during the lead implant after fixing the lead into the heart loss of capture was seen. After several attempts were made to reposition the lead the values were unsatisfactory thus the lead was removed from the patients body. The lead was attempted to be cleaned and it was found that the helix was damaged due to multiple attempts to reposition the lead thus a new lead was used. This lead was expected to be returned. No adverse patient effects were reported.

Event description:
It was reported that during the lead implant after fixing the lead into the heart loss of capture was seen. After several attempts were made to reposition the lead the values were unsatisfactory thus the lead was removed from the patients body. The lead was attempted to be cleaned and it was found that the helix was damaged due to multiple attempts to reposition the lead thus a new lead was used. This lead was expected to be returned. No adverse patient effects were reported.